Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17632665l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: non biosense webster, inc. - aziris variable sheath. Soundstar eco catheter, model #: m-5723-17, lot #: e8053478. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a pulmonary vein isolation (pvi) ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. The smarttouch sf catheter was inserted into the left atrium. After right pvi was initiated, the catheter ¿got out of the right tuft¿ (undefined). Patient became hypotensive. Tamponade was confirmed via soundstar catheter. Pericardiocentesis yielded approximately 200 ml of venous blood. Blood pressure recovered as a result of the pericardiocentesis. There is no information regarding extended hospitalization. Patient outcome is improved. It was noted that the adverse event may have occurred during mapping or ablation phase. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Physician indicated that since the pericardial fluid was venous blood, the sheath may have injured the cardiac tissue when the catheter was moved out of the right atrium. Transseptal puncture was performed with an unspecified needle. Sheath used was an aziris variable. Generator was set on power control mode. There is no information regarding generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. There is no information regarding irrigated catheter flow setting or anticoagulation during the procedure. There were no errors reported on any biosense webster, inc. Equipment during the procedure. There were no product abnormalities noted during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.